Manufacturer narrative:
Correction/recall number: z-0530-2015. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Gender: unknown. Date of event is unknown. Healon endocoat, the suspect product, was sold as part of a healon duet system, whereby the lot number is unknown for the healon endocoat as well as the healon duet system. Expiration date: because the lot number is unknown, the expiration date cannot be determined. Implant and explant dates. Not applicable. Because the lot number is unknown, the manufacture date cannot be determined. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was stated that during the injection of the healon endocoat, the small white piece midway on the syringe that is used to assist in injecting the healon endocoat, was found detachable. While injecting with pressure, the white piece fell of the syringe going forward into the eye. It was stated that this is the second time it had resulted in an injury (whereby a separate medical device report is being filed for each report). Follow up attempts have been made to obtain additional information on the nature and severity of injury and other information including lot number and patient details. However, no further information has been obtained.